Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported the insulin pump had an error alarm and insulin was squirting out during the manual prime process. It was stated that the customer was disconnected from the insulin pump. It was stated that the piston continued to move forward after reservoir contact and insulin kept squirting out followed by the error alarm. It was stated that the customer tried different set without results. No further info was provided.